Event description:
During manipulation and torquing device, distal end of device broke off (not free floating, always attached to guidewire). Was able to retrieve by using snares - 1mm of .014mm guidewire broke off and is in the bifurcation of the left external iliac. FDA safety report ID# (B)(4).